Event description:
A report was received that the patient had experienced muscle spasms due to lead position. The patient underwent an explant procedure of the whole scs system.

Manufacturer narrative:
Device evaluation indicated that the lead passed the photographic imaging tests performed. The lead was cut in pieces. Since there was no regard toward impedance anomaly, the damage was considered an explant procedural damage.

Event description:
A report was received that the patient had experienced muscle spasms due to lead position. The patient underwent an explant procedure of the whole scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.